Event description:
The patient hadn't been having trouble with the pump then suddenly got sick a couple of months ago. The patient felt like "crud". Her pain had increased and the pain was different. The patient wasn't getting the same effect with the dosage. The pump dosage was increased pretty quickly/back to back and the concentration was changed. The patient had had osteomyelitis twice before in the past and thought that's what she had, but then found out it wasn't osteomyelitis and that the area around her catheter was infected and so was the pump pocket; two bacteria were isolated. The patient had drainage and an ulcer at catheter implant site. The patient was treated with IV antibiotics for 3 weeks at home. The pump and catheter were explanted. The primary location of the infection was the lumbar region. A culture of the device pocket <(>&<)> lumbar region were taken and the culture was negative. The patient was discharged from the hospital on (B)(6) 2013. The patient outcome was reported as "ongoing". The patient had no drug withdrawal; it was unclear if the pump was delivering fentanyl or dilaudid. The patient wasn't sure if another system would be implanted; it depended on how her pain went.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. (B)(4).